Event description:
Patient came into office for routine follow up, noted to have rapid battery drain on device over last year. Patient was part of sjm advisory alert for potential rapid battery drain. Scheduled for immediate generator change. Manufacturer response for ICD, st. Jude medical (per site reporter): contacted me to ask if patient was okay and if generator change has been done.